Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the motor device failed the following pre-tests: heat, vibration, outer hose inspection, cutter lock and rotations per minute. It was also observed that the sealing angle was damaged, the tool coupling was defective and the hose damaged. It was reported in the service order that the device locker did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.